Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited high rv and superior vena cava (svc) impedance. The lead was reprogrammed off and the patient was fitted with a life vest. The lead remains in the patient. No patient complications have been reported as a result of this event.